Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse called in for the customer to report a hospitalization due to diabetic ketoacidosis and that the customer was unresponsive. The nurse wanted information on how to suspend the insulin pump so they could treat the customer. The customer's blood glucose level was unknown. No further details were provided. Nothing was replaced or returned for analysis.